Event description:
Customer stated that the pump was not infusing at all during testing. Rate and dosage were 14 ml/hr and 5ml.

Manufacturer narrative:
Investigation found that pump showed impact bent platen causing the pump would not infusing at all and unable to perform test. Platen was replaced to resolve the issue.